Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19aug2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported oxygen concentration out of specification. There was no patient involvement.

Manufacturer narrative:
G4: 08oct2019. B4: 09oct2019. The assy, manifold, gds (gas delivery system) was returned to failure investigation (fi) for evaluation. The external visual inspection of this customer returned gds system revealed that this unit was missing the (data acquisition) da board and the o2 valve solenoid with no signs of damage or contamination. This failure was traced to an out of specification u1 (lot code: 1636n) on the air flow sensor pcba generating the failed reading of -1.0 (standard liters per minute) slpm. The manufacturer¿s international service technician replaced the defective gds (gas delivery system) to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported oxygen concentration out of specification. There was no patient involvement.